Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient contacted fresenius technical support to report a leak. The patient stated that a fluid leak was discovered during tx complete - step 8. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from under the cycler. There were no alarms or warnings prior to or after the leak. The patient was very angry and wanted answers. Transfer the patient to customer service because he wants cassettes replaced. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up with the patient, the patient stated that their cassette leaked during fill 1 of treatment on friday,(B)(6) 2023, the patient was unable to determine the location of the leak. The patient provided the product information: cat # 050-87212; lot # 22lr08059. The patient was able to continue treatment using other supplies. A companion sample is available for return and analysis. The patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported events.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. On 08/31/2023 two product samples were received for evaluation with original package identified with code number 050-87212 and lot number 22lr0859. The product sample were visually inspected and no damages were observed in the hard plastic of cassettes. While inspecting the cassette film, scratches could be observed in it near the cassette dome, however, it was not deep to perform a hole in it; the cycler sets are acceptable. In addition, the samples were tested in the cycler machine and worked as intended without any abnormalities during the tested period. During the evaluation of the sample, the alleged failure stated in the complaint was not confirmed. During the DHR review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description. The number of complaints per lot for the assigned symptom code was reviewed and it was determined that does not exceed the number to trigger a quality event. The failure mode identified is ¿unknown¿ due to, according the complaint product sample received, the alleged failure mode could not be confirmed.

Event description:
A peritoneal dialysis patient contacted fresenius technical support to report a leak. The patient stated that a fluid leak was discovered during tx complete - step 8. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from under the cycler. There were no alarms or warnings prior to or after the leak. The patient was very angry and wanted answers. Transfer the patient to customer service because he wants cassettes replaced. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up with the patient, the patient stated that their cassette leaked during fill 1 of treatment on friday, (B)(6) 2023, the patient was unable to determine the location of the leak. The patient provided the product information: cat # 050-87212; lot # 22lr08059. The patient was able to continue treatment using other supplies. A companion sample is available for return and analysis. The patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported events.

Manufacturer narrative:
Correction: h6; h10: we stated "the actual device" was returned when it was a companion sample.

Event description:
A peritoneal dialysis patient contacted fresenius technical support to report a leak. The patient stated that a fluid leak was discovered during tx complete step 8. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from under the cycler. There were no alarms or warnings prior to or after the leak. The patient was very angry and wanted answers. Transfer the patient to customer service because he wants cassettes replaced. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up with the patient, the patient stated that their cassette leaked during fill 1 of treatment on friday, 8/11/2023, the patient was unable to determine the location of the leak. The patient provided the product information: cat # 050-87212; lot # 22lr08059. The patient was able to continue treatment using other supplies. A companion sample is available for return and analysis. The patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported events.